Manufacturer narrative:
Device evaluation: analysis of the returned device identified flat creases, a wear abrasion, an opening curved on anterior, an observed void >1 mm in non-textured, a valve-to shell-bond area and yellow particles. A leak test and microscopic analysis was performed which identified; a sharp opening plug strap bold edge. A dimension measurement in the shell was performed which identified the thickness was within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on plug strap bond edge assessed as an unidentified (tear) opening.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a deflation. Patient called and reported the unknown side as a right side deflation. Device remains implanted.